Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified artery. Following pre-dilation with a 3.00 x 12 non-boston scientific noncompliant balloon dilatation catheter, a 3.00 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent frayed at distal tip. The procedure was completed by using a 3.0x12 non-bsc coronary balloon intravascular lithotripsy and placement of 2.5x15, 2.5x18 and 3.0x15 non-bsc stents. No patient complications were reported.